Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of the hemopro silicone boot broke off of the jaws. The piece was retrieved through the original incision using the hemopro device. After the vein was harvested, another small piece of the silicone was found on the vein. It was reported that the vein was not damaged. No other pieces were found in the pt upon further inspection of the tunnel. The same device had been used to complete the procedure. The hospital did not report any add'l pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).